Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2021 by the orthopedic journal of sports medicine ¿clinical and functional outcomes after operative and nonoperative treatment of distal biceps brachii tendon ruptures in a consecutive case series.¿ the study reviewed 45 patients and identified bicep tendon lesions with interference and tenodesis screws in 5 patients during the 5-year follow-up period. It was identified that 1 patient required revision for re-rupture. Ref: berthold dp, muench ln, cusano a, et al. Clinical and functional outcomes after operative and nonoperative treatment of distal biceps brachii tendon ruptures in a consecutive case series. Orthop j sports med. Jun 2021;9(6):2325967120984841. Doi:10.1177/2325967120984841.